Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was closed around a patient and was unable to open. When the site went to perform the manual open door procedure, they could not get the orange/green colored hole to change and suspected cable issue. Site reported that once they disassembled the patient bed to remove the system from the room, reported removing the covers and found that the belt came off the rotor drive and gears were damaged. This was occurred intra operatively. There was a patient present. No additional information was provided.

Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, product ID: bi71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that ongoing procedure was l4-l5 posterior spinal fusion. And, this event caused delay of less than an hour. No patient impact.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced rotor tractor drive. System is operational. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated section a and g2. Added annex f codes are f26 and f1908. H3,h6: the rotor tractor drive was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, tested motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shown the drive pulley and one of the guide pulleys were missing the outer ring that kept the belt on the assembly. Faulty assembly. B01,c07,d02 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6) rev. K, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.